Event description:
It was reported that the hexagonal screwdriver tip broke off during implanting. The broken part remained in the aspirator and was retrieved this is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for evaluation which showed that the centering pin was completely broken off due to mechanical overloading during use. In order to prevent such breakages, it should be ensured that the screwdriver tip is correctly inserted and seated in the head of the screws. The file history records were reviewed and showed conformity with the material and manufacturing specifications at the time it left the manufacturing plant. This complaint is invalid from a manufacturing standpoint.